Manufacturer narrative:
The implanted date of the implant was requested from the complainant. The complainant indicated this date was not available. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that within months after the dental implant was placed in the mouth, the implant failed. Clinician noted the patient's infection and fistula. There were no reported post-operative complications.

Manufacturer narrative:
The implanted date of the implant was requested from the complainant. The complainant indicated this date was not available. The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that within months after the dental implant was placed in the mouth, the implant failed. Clinician noted the patient's infection and fistula. There were no reported post-operative complications. (B)(4).